Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during cardiac surgery, the needles bent out of shape after a few passages through tissue. The needles have very poor resistance in penetration into vascular prothesis. This causes that several units are required and an extension of surgery time is needed to perform the aortic clamping. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on review of the file, this report was updated from a malfunction to a non-reportable event.